Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient who was implanted with an implantable neurostimulator (ins). The reason for call, was pt reported, they can't get the stimulation to turn on. Patient mentioned, they have an appt coming up. Agent asked, patient to connect with the controller. And controller show implanted neurostimulators 70%, controller 100% charged. Agent asked, patient to adjust intensity and controller showed setting not available, cannot provide your desired intensity settings. Patient service reviewed meaning of the message and recommend patient consult with healthcare provider ofc for next steps. Agent reviewed reps role. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.